Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
My husband did not take the brakes apart, but said there were at least two or three bushings/washers that need to be replaced because they were split in half.